Event description:
(B)(4).

Manufacturer narrative:
Upon receipt of the device, it was subjected to a thorough visual inspection. A material hardness test (46.7 hrc/range 43-48). A cutting test, resulting in a clean cut as per specifications. Review of the DHR revealed no irregularities. Complaint history was reviewed for kerrison rongeur nl4253-94t and for rongeurs of similar in design. No complaints regarding a snapped pin were received prior to this incident. An identical device was submitted to rigorous bench testing, cutting much harder materials than spinal bone/cartilage and exposing it to much greater forces than are required for the surgical procedure. It was impossible to dislodge the pin or damage the device in any way. For the full bench test report, see pp 3-13. In conclusion, bench retesting confirmed that the material, material thickness, and pin/rail/shaft design are more than adequate for the intended application. The device and specifically the pin withstand extreme forces - much higher than the force exerted by a surgeon during medical procedure - without damage nor functional impartment. The manufacturer cannot imagine what may have caused the pin to be torn from the upper shaft other than extreme misuse and incorrect, rough handling or use for different purpose than the intended use specified for this device. No corrective action is deemed necessary.